Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials blood leaked from one bottle in the bactec fx instrument. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: catalog 442265. Batch no. 4235049. Customer reported a damage bottle issue. Photo was received and damage to the cap seal was observed. Bd was unable to reproduce customer¿s experience with the bactec product. Satisfactory results were obtained from retention samples when visually inspected for damage bottles. Bactec media bottles were placed inside fx instrument station and the bottles could be seated in instrument stations. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Batch history record review was performed, and it was found that all inspections were within acceptance limits. Vacuum draw was performed with satisfactory results. Coa of glass bottle was reviewed, and product is in compliance with applicable regulatory requirements. Complaint is confirmed based on photo. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials blood leaked from one bottle in the bactec fx instrument. No adverse impact was reported regarding the patient or user.